Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The action taken with the dianeal and extraneal therapies was not reported. Treatment was not reported. At the time of this report the patient had not recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as a contact infection (direct contact). The patient was hospitalized for the peritonitis event the same day as onset. On an unreported date, dianeal and extraneal therapies were discontinued and the patient was changed to hd (hemodialysis) therapy. On an unknown date, the patient was discharged from the hospital. It was not reported if the patient was retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.